Manufacturer narrative:
Complaint confirmed, the spring is missing and the device is unusable. The cause is undetermined, however a likely cause is mishandling the device.

Event description:
It was reported that the thread is defective and therefore the device cannot be fixed on the reamer. There was no harm or adverse event for patient, operator or third party reported. No further information received.